Event description:
It was reported that after a functional endoscopic sinus surgery the patient is having delayed facial response. Follow-up with obtained additional information; there was no malfunction experienced during the procedure. The surgeon requested the device system be evaluated as the patient demonstrated post-operative facial weakness. The patient status is unknown at this time.

Manufacturer narrative:
Blank fields in this report are the result of information not provided by the initial reporter or user facility. This device is used for therapeutic purposes. Concomitant products: product ID#: 8253200, nim response 3.0 patient. Interface sn# (B)(4), lot# 205559581. Initial reporter: (B)(6). (B)(4). The mainframe and patient interface have been returned for evaluation by the quality engineering team. The analysis is currently underway. Method: no testing methods performed. Results: results pending completion of evaluation. (B)(4).

Manufacturer narrative:
Additional information was received from the sales rep that the surgical procedure not a fess procedure as was originally reported by the hospital. The returned devices (nim mainframe and patient interface) were evaluated by the quality engineering team. The condition of the devices showed no significant physical damages. Equipment used: patient simulator, and probe (provided by s<(>&<)>r). A shake test was performed on the mainframe; no loose parts were heard. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The unit was released to the service/repair technician for processing. Both devices (mainframe <(>&<)> patient interface) tested to manufacturer¿s product specifications. The mainframe system was upgraded to the most current software version as part of preventative maintenance and not as a repair. A worn wave washer was replaced on the patient interface as part of preventative maintenance and not as a repair. (B)(4).

Event description:
Additional information was received from the sales rep that the surgical procedure not a fess procedure as was originally reported by the hospital.